Manufacturer narrative:
The reported event of a loose power port assembly was confirmed on the returned controller, con187607. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that device failed visual inspection due to a loose power port 1 (ps1) connector with a missing o-ring gasket. The manufacturer and supplier has an open investigation for loose power connectors. Further analysis revealed that the power port nut was found loose internally and the outer rubber gasket of the serial port was missing. As received, con187607 had the software maintenance release (smr) update installed. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Other relevant history, including preexisting medical conditions.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, users are instructed to return any damaged components to heartware. If the controller is only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the nurse that the patient came for a routine visit to the clinic and showed the vad coordinator that one port of her controller was loose. The controller was subsequently exchanged without any issue. No consequence or impact to the patient was reported. No further information was provided.

Manufacturer narrative:
Additional information was provided by the clinical specialist on (B)(6) 2016 indicating that the user did not apply excessive force when trying to connect the power sources to the controller. It was further stated that the device had not been dropped. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.